Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
A lawyer reported that the patient was operated on (B)(6) 2008 at right hip for cox-arthrosis. The patient claimed pain since 2013, further examinations showed a mobilization of the stem in (B)(6) 2016. The patient received indications for a revision, but we have no evidence that this happened. She also underwent an artro-prosthesis at the left hip, but we have no evidence of when and where it was performed (we don't know if stryker devices were implanted).

Manufacturer narrative:
An event regarding pain and mobilization of the stem involving a hipstar stem was reported. The event was not confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. A medical review was not performed because no medical information was provided. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A lawyer reported that the patient was operated on (B)(6) 2008 at right hip for cox-arthrosis. The patient claimed pain since 2013, further examinations showed a mobilization of the stem in (B)(6) 2016. The patient received indications for a revision, but we have no evidence that this happened. She also underwent an artro-prosthesis at the left hip, but we have no evidence of when and where it was performed (we don't know if stryker devices were implanted).